Event description:
Caller reported cgm error 42, which occurred three or more times without resetting the pump in the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.